Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pace/sense portion of this lead was capped and replaced due to noise which caused inappropriate shocks. The shock portion of this lead remains active. Should additional information be received, this file will be updated.